Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with umbilical tape. The customer reports that the umbilical cord is breaking during coronary artery bypass surgery. The customer further stated that there was no medical intervention required as a result of the breakage.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.